Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported event of tip breakage. The returned tip was visually noted to have broken off at the sheath connector. The sheath was inspected and there was no evidence of physical damage to the distal tip on the sheath. This type of tip damage is most likely due to operator's technique. The instruction manual warns users: "visually inspect the ceramic insulation at the sheath's distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged."

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a bladder tumor surgery procedure, the tip of the device broke off and fell inside the patient. The physician used a grasper to retrieved the fragment. The physician used another similar device to complete the intended procedure. There was no patient injury reported. No additional information was provided.